Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigma procedure the device cut but did not staple. Another device was opened to complete the case. There was no patient consequence.